Manufacturer narrative:
Additional information received: it was noted that the physician maintained shaking of vials, but initially the setting was set to 2. It was changed to setting 8 after first injection. (B)(4).

Manufacturer narrative:
The cd mentioned in the complaint was returned. Images did not identify specific lot numbers however, showed the tip of the microcatheter in six of the images and showed "breaks" in the visualization of onyx or uneven tantalum distribution in one image. Investigation findings updated: upon further review it is more likely that the onyx did not mix properly and therefore the event was not a result of the amount of dmso priming. As per the IFU resulting in inadequate fluoroscopic visualization during delivery (shake onyx at least 20 minutes on an onyx mixer at a setting of 8. Continue mixing until ready to inject). (B)(4).

Manufacturer narrative:
The onyx vial was returned for evaluation without the cd (photos) mentioned in the complaint. The vial was found empty with onyx residue in the bottom of the vial. The cause for the experience reported could not be determined as the returned onyx vial was used and empty. The lot history record of the reported lot number showed no quality issues against the lot and no other anomalies were found during the document review. Radio-opacity test was performed on a retained sample from the same lot and was found to be within specifications. All products are 100% inspected for damage and irregularities during manufacture. Based on the above findings, the customer's reports could not be confirmed. It is possible that the catheters were not primed enough amount of the dmso as recommended by the IFU; and the onyx vials were not mixed properly subsequently resulting in the inability to see onyx under fluoroscopy. Per onyx instruction for use (IFU): filling catheter deadspace: aspirate approximately 0.8 ml of ev3 dmso into the yellow ev3 1 ml dmso syringe. Inject dmso into delivery micro catheter in sufficient volume to fill catheter deadspace. It further indicates to shake onyx at least 20 minutes on an onyx mixer at a setting of 8. Continue mixing until ready to inject. Failure to continuously mix onyx for the required time may result in inadequate suspension of the tantalum, resulting in inadequate fluoroscopic visualization during delivery. Inject onyx immediately after mixing. If onyx injection is delayed, tantalum settling can occur within the syringe resulting in poor visualization of onyx during injection. The lot history records of the reported lot numbers showed no quality issues against the lots and no other anomalies were found during the document review. (B)(4). Information received from the report as MFR: 2029214-2015-00790.

Event description:
Medtronic (B)(4) received report of poor onyx visualization during embolization of left forearm avm. Access was gained via right femoral artery. A rebar18 microcatheter was inserted and primed with 0.49ml of dmso. First vial of onyx 18 was injected via microcatheter with very poor visualization radiologically. The onyx had been shaking for almost one hour prior to being drawn up. However, on checking the shaker, it was at a setting of 2 and immediately turned up to setting of 8. Despite not being able to visualize the onyx radiologically, effective embolization was achieved with 1.5ml of onyx. Rebar catheter was removed. A second rebar18 was placed and primed with 0.49ml of dmso. The catheter was not flushed with saline prior to dmso so immediately followed contrast. On injection, onyx was unable to be visualized coming from tip of microcatheter, but faint onyx was visible in distal part of the artery. The last 0.5ml of onyx injection became visible in the microcatheter and in the avm, however, there were breaks in the flow and it moved quite quickly through the avm. The physician stopped injection with 0.3ml left in the syringe, but onyx appeared to continue to move quickly through the microcatheter and avm without being pushed. Patient was stable throughout the procedure and physician was happy with resultant embolization. There was no report of patient injury. Medical intervention was not required. Visibility of onyx during injection as well as the appearance of white intervals between the black onyx could be visualized towards the end of the procedure as per photos.